Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 0.6, 1.9 (retest); lab: 2.9(taken two days later). A new lot of strips was sent to the customer to perform a study involving both strip lots and a lab draw. The following results were reported: old strip lot: 3, new strip lot: 3.3, lab draw: 3.4.